Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 95% stenosed, eccentric, de novo target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. The lesion contained a <=45 degrees bend. Pre-dilation was performed using 2.0x15mm and 2.5x20mm balloon catheters and both were inflated at 20 atmospheres, leaving 70% residual stenosis in the lesion. Then a 3.00x38mm synergy drug-eluting stent was advanced but resistance was encountered. The device was completely removed from the patient and it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged and moved distally on the balloon. As a result the proximal edge of the stent was positioned at 14mm distal to the proximal markerband. The stent struts were distorted and bunched. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 95% stenosed, eccentric, de novo target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. The lesion contained a <=45 degrees bend. Pre-dilation was performed using 2.0x15mm and 2.5x20mm balloon catheters and both were inflated at 20 atmospheres, leaving 70% residual stenosis in the lesion. Then a 3.00x38mm synergy drug-eluting stent was advanced but resistance was encountered. The device was completely removed from the patient and it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.